Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal], she "was paralysed on crutches" [paralysis], reports having pain on the right side, then throughout the body [general body pain], tinnitus [tinnitus], she suffers from fibromyalgia [fibromyalgia], has damaged lungs [disorder lung], colon problem [colonic dysfunction], intestinal problems [other disorders of intestine], she can no longer work [inability to work] . Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and paralysis ("she "was paralysed on crutches"") in a 55-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. On unknown date she experienced paralysis (seriousness criterion disability), pain ("reports having pain on the right side, then throughout the body"), tinnitus ("tinnitus"), fibromyalgia ("she suffers from fibromyalgia"), lung disorder ("has damaged lungs"), functional gastrointestinal disorder ("colon disorder"), gastrointestinal disorder ("intestinal problems") and impaired work ability ("she can no longer work"). The patient was treated with surgery (to remove essure). Inn 2017 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. At the time of the report, the pain was resolving. The outcomes for medical device removal, paralysis, tinnitus, fibromyalgia, lung disorder, functional gastrointestinal disorder, gastrointestinal disorder and impaired work ability were unknown. No causality assessment was received for essure with regard to pain, tinnitus, paralysis, fibromyalgia, lung disorder, functional gastrointestinal disorder, gastrointestinal disorder, impaired work ability or medical device removal. The reporter commented: the female patient treated with essure (batch number unavailable) from 2007 to 2017 reports having pain on the right side, then throughout the body, tinnitus. She says she "was paralyzed on crutches" when she still had the device. Essure was removed in 2017. She says she suffers from fibromyalgia, has damaged lungs, and colon and intestinal problems. She can no longer work and has a handicap for life. She says the pain has been fading over the years since essure was removed but says she still has pain throughout her body that is very disabling. The patient would like to be compensated for the effects of the device, and also to have some acknowledgement from the pharmaceutical company. She would like to be contacted again about this matter. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. She "was paralysed on crutches" [paralysis]. Reports having pain on the right side, then throughout the body [general body pain]. Tinnitus [tinnitus]. She suffers from fibromyalgia [fibromyalgia]. Has damaged lungs [disorder lung]. Colon problem [colonic dysfunction]. Intestinal problems [other disorders of intestine]. She can no longer work [inability to work]. Case narrative: this spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") and paralysis ("she "was paralysed on crutches"") in a 55-year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. In 2007, the patient had essure inserted. In 2017 she underwent medical device removal (seriousness criterion intervention required). On unknown date she experienced paralysis (seriousness criterion disability), pain ("reports having pain on the right side, then throughout the body"), tinnitus ("tinnitus"), fibromyalgia ("she suffers from fibromyalgia"), lung disorder ("has damaged lungs"), functional gastrointestinal disorder ("colon problem"), gastrointestinal disorder ("intestinal problems") and impaired work ability ("she can no longer work").essure was removed on an unknown date in the same year. The patient was treated with surgery (to remove essure). At the time of the report, the pain was resolving. The outcomes for medical device removal, paralysis, tinnitus, fibromyalgia, lung disorder, functional gastrointestinal disorder, gastrointestinal disorder and impaired work ability were unknown. No causality assessment was received for essure with regard to pain, tinnitus, paralysis, fibromyalgia, lung disorder, functional gastrointestinal disorder, gastrointestinal disorder, impaired work ability or medical device removal. The reporter commented: the female patient treated with essure (batch number unavailable) from 2007 to 2017 reports having pain on the right side, then throughout the body, tinnitus. She says she "was paralyzed on crutches" when she still had the device. Essure was removed in 2017. She says she suffers from fibromyalgia, has damaged lungs, and colon and intestinal problems. She can no longer work and has a handicap for life. She says the pain has been fading over the years since essure was removed but says she still has pain throughout her body that is very disabling. The patient would like to be compensated for the effects of the device, and also to have some acknowledgement from the pharmaceutical company. She would like to be contacted again about this matter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-feb-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.